Manufacturer narrative:
The device was returned as part of the asset return process it was found that the device had foreign material in the light guide lens and the adhesive around light guide lens, additional finding were: grip had a scratch; forceps channel port had a dent; switch box had a scratch; right/left and up/down knob had discoloration; scope connector cover had a scratch; scope connector had a scratch; sheet holder unit had corrosion due to water leakage; circuit board had corrosion due to water leakage; distal end had discoloration; connecting tube had coat peeling; adhesive around objective lens had discoloration; and the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material in the light guide lens and the adhesive around light guide lens. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in objective lens could not be identified and a definitive root cause of the issue could not be determined, however, it is likely that the adhesive around the lens peeled due to physical stress such as an impact and or chemical stress from the chemical solution used, allowing moisture to enter lens, as the foreign material was attached to an area other than the outer surface of the scope, it was likely not possible to be removed during reprocessing. Additionally, the observed foreign material on the objective lens adhesive could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and it could not be determined if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of wear and tear. The issue may be detected/prevented by following the instructions for use sections below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.